Manufacturer narrative:
There was no indication of any malfunction of the device. Not returned for evaluation.

Event description:
Allegedly, the patient, who had a history of abnormal uterine bleeding and uterine fibroids, underwent a robotically assisted laparoscopic supracervical hysterectomy surgery on (B)(6) 2013 in which a storz morcellator was used; after the procedure she was diagnosed with leiomyosarcoma and subsequently died.